Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When the shoulder part of the wds came out from the sheath, severe resistance was felt, and the closure device was deployed too proximal. The wds was retrieved by a full recapture. When the wds was retracted inside the sheath, stronger resistance than usual was felt, so it was suspected that the access sheath was damaged. The access sheath was removed and replaced with a new access sheath. A pigtail catheter was inserted, the new access sheath was positioned, and the new closure device was deployed. When the shoulder part of the closure device was deployed from the sheath, resistance was felt, and the closure device was deployed too proximal unintentionally. The closure device was pulled proximal by tug test, and the device release criteria (pass) could not be met. Several attempts were performed, but the closure device could not be implanted properly, so the device was fully recaptured. When the access sheath was advanced inside the body upon full recapture, severe resistance was felt, and the recapture procedure could not be performed smoothly, as the sheath kinked.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When the shoulder part of the wds came out from the sheath, severe resistance was felt, and the closure device was deployed too proximal. The wds was retrieved by a full recapture. When the wds was retracted inside the sheath, stronger resistance than usual was felt, so it was suspected that the access sheath was damaged. The access sheath was removed and replaced with a new access sheath. A pigtail catheter was inserted, the new access sheath was positioned, and the new closure device was deployed. When the shoulder part of the closure device was deployed from the sheath, resistance was felt, and the closure device was deployed too proximal unintentionally. The closure device was pulled proximal by tug test, and the device release criteria (pass) could not be met. Several attempts were performed, but the closure device could not be implanted properly, so the device was fully recaptured. When the access sheath was advanced inside the body upon full recapture, severe resistance was felt, and the recapture procedure could not be performed smoothly, as the sheath kinked.

Manufacturer narrative:
Returned product consisted of the watchman truseal access system with the dilator snapped inside the sheath. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (partial delamination of ptfe). Inspection of the rest of the device found no other damage or defect. The truseal access sheath was functionally tested with a lab supplied watchman delivery system. The implant was deployed through the tip of the device, without issue. The implant was then recaptured, smoothly, and without any issue.